Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that articuleze m head 36mm +1.5, summit por taper sz4 hi off, pinnacle mtl ins neut36idx50od, apex hole elim positive stop, and pinnacle 100 acet cup 50mm were involved in a reported event. The patient, who had previously undergone right total hip arthroplasty with these implants for degenerative arthritis, experienced right hip and buttock pain, weakness in the right leg, trunnionosis, and an avulsion fracture of the right greater trochanter. Additional findings included prominent fluid in the trochanteric bursa, high-grade tears of the right gluteus medius and minimus tendons, elevated blood chromium and cobalt levels, increased erythrocyte sedimentation rate, aseptic lymphocyte-dominated vasculitis-associated lesion (alval), and a displaced right femur greater trochanteric fracture. MRI revealed a fluid collection adjacent to the peri-trochanteric region, raising concern for a pseudotumor, which was subsequently debrided. The patient underwent multiple revision surgeries, including modular head and liner exchanges, abductor tendon repair, and treatment for prosthetic joint infection. Complications included recurrent hip dislocations, chronic abductor dysfunction, sciatic and gluteal neuropathy resulting in foot drop, and episodes of swelling and pain. The implants were explanted during revision procedures. Affected area: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant, h6 ( health effect - clinical code). Corrected: h6 health effect - impact code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.